Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan reported that the impella cp motor waveform suddenly became flat and then pulsed. The pump then stopped. The impella was removed and it was confirmed that the inlet area was blocked by thrombus.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
It was noted that echocardiography that was performed prior to impella insertion confirmed there was no left ventricular thrombus prior to impella implantation. After the pump stopped, it was explanted and replaced with a new impella device. It was noted that the patient later expired while on support with the new impella cp device. Medical safety review of the event noted use of the original impella cp device that had a pump stop cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05627 was provided.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device and data logs were returned for evaluation. Upon visual inspection of the pump, biomaterial was observed on canula and inlet cage. No other physical abnormalities were observed. Biomaterial cannot be removed from cannula. Pump start was successful during test run in bucket of water. During test run, suction alarm was observed with low pump flow. Data logs shows the several suction alarm with low pump flow followed by the several pump stop-motor current spike alarm, at the end of the case. Therefore, the cause of the pump stop issue was biomaterial, based on returned product and data log review. G(4) revised PMA/510(k) number as previously entered incorrectly.